Event description:
The customer was hospitalized for high bgs. The customer informed that the pump had an error alarm and a battery alarm. The customer does not remember getting the error alarm. Pt didn't know that there is need to reprogram the pump after the error alarm. The customer also had an infection. It was stated that the batteries last only three days. The customer used only three days. The customer use only 10/per day and does not use the backlight, or the vibration mode, or the remote.